Event description:
Reportedly, the ventilator generated an audible alarm. However, no visual alarm occurred. The patient required medical intervention.

Manufacturer narrative:
Although requested, no further patient information was provided.